Manufacturer narrative:
The returned valve was patent. The valve met the requirements for reflux testing. However it did not meet the requirements for pressure-flow, and pre-implantation testing. There was proteinaceous debris observed within the interior and exterior of the valve. Debris within the valve may hold pressure-flow controlling mechanisms open affecting the flow of fluid through the valve. The instructions for use that accompany the device indicate that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris.¿ the valve also did not meet the requirements for leak testing due to three small tears in the top of the reservoir. The instructions for use caution that ¿care should be taken in handling the valves as silicone has a low cut and tear resistance.¿ a review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the patient was implanted with a shunt in (B)(6) of 2015. It was reported the strata nsc valve was explanted on (B)(6), 2015 as part of a shunt system. Reportedly, there was no impact to the patient.